Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
It was reported that the customer called to a getinge representative to report that they had just placed an intra-aortic balloon (iab) on a patient and received the autofill failure message in the cardiosave intra-aortic balloon pump (iabp). They attempted restarting autofilling. There was no blood observed in the tubing and they reported at this time no visible kinks. The helium tank showed full, and the valve was turned fully counter clockwise to open. They reported that their other iabp was in the biomed being worked on. The getinge representative advised the customer that a new iabp be replaced, or to consider removal of the iab, as a lot of time had passed during the call and before while the iab was in standby. The getinge representative followed up with a call, and reported that the customer had pulled the iab and report a severe kink at the "sleeve" near the "y" connector that they suspected that may had been a problem. The customer sent the iabp to their biomed department. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, b6, b7, d11, g4, g7, g8, h2, h4, h6 (type of investigation), h10, h11corrected field: g1 (contact person ¿ mfg site).